Event description:
Pt was on dialysis machine. After 3 hrs and 18 mins. Of treatment the blood port segment of the blood lines developed an opening or tear causing the pt's blood (under pressure from the turning pump wheel) to spray out. The machine was stopped and pt was disengaged from the lines aseptically. Physician ordered cbc and medications to be given as a prophylactic measure. Pt was discharged ambulatory with no evidence of ill effect from the incident.